Event description:
The customer reported that the auto contrast seems to be going out and the left monitor is too dark.

Manufacturer narrative:
(B) (4). The ge service rep checked the greyscales on both monitors. He installed the sbc and s4 image processor. He removed/replaced parts in accordance with all applicable esd regulations and procedures. The system operates as intended.